Manufacturer narrative:
One infusion pump was returned for evaluation. Physical inspection of the pump determined it to be in good physical condition, however it was noted to have cracked cases. There was no evidence of the reported in the pump's event history log. Three separate delivery accuracy tests were performed and at least one was outside the manufacturer's specifications. The customer's reported complaint was verified, possibly caused by fluid ingression found within the pump. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump's case to be cracked. Review of the device data log had no related findings. Functional tests included delivery accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. It was noted that the pump had fluid ingression. The expulsor assembly was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to fluid ingression.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion and failed an accuracy test. No adverse patient effects were reported.